Event description:
It was reported that, during pre-test sterile water leakage near inflation funnel of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Sample was evaluated and observed there was a tear at the inflation funnel area that allowed water to leak out. The tear was examined under microscope and noted to be rough. The tear looks like it was caused from outside. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be over dipping caused stripping difficulty, torn funnels and premature deflators and might be contributed by user (example: contact with sharp object/mechanical failure/operator error/thin rubberize layer). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pre-test sterile water leakage inflation funnel of foley catheter.